Event description:
Customer reported a crack on the insulin pump. She also reported that she received a recall notice regarding the drive support cap. The blood glucose reading was 150 mg/dl. She reported that the battery cap threads and the case were cracked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.